Event description:
Note: this report pertains to two of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-03456 for a description of the other event. It was reported to boston scientific corporation in 2006 that an endovive standard peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) placement the same day (patient age, gender and weight are unknown). According to the complainant, the scalpel blade was dull. There is no information available regarding the patient or the procedure outcome.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record revealed no anomalies.